Event description:
A customer reported that during surgery, multiple system messages were displayed. As a result, the system had to be turned off. The customer reported that there was "harm", but did not provide any more details. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).